Event description:
A nurse reported during a procedure while the surgeon was performing irrigation, the system displayed an error message related to the footswitch and then the equipment locked. The cables were connected however, the issue persisted. The case was completed with another system following a 20 min delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).